Event description:
It was reported that the device exhibited a travel clutch course error. The product fault occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, plunger case, and bottom case. A ¿check/plunger lever¿ message was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the dirty lead screw and both clutch halves was the root cause. The lead screw and both clutch halves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.